Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The insulin pump was programmed with multiple bolus deliveries and monitored with a water filled reservoir. All bolus delivered completely with their indicated amounts with water exiting the infusion set and all boluses were properly recorded in the bolus history screen. No bolus anomaly noted. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and serial number label fading. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would not deliver a bolus even though the customer was sure that they had pushed the buttons. Additionally, the label for the serial number had faded and was not readable. The customer's blood glucose level was 19.4 mmol/l. The device will return for analysis.